Event description:
It was reported that the arctic sun device was used on a patient and the pads would not empty. The nurse requested biomed to do troubleshoot on the device. On investigation of the device there was no visual reason the pads would not empty, attempted to start the device but no priming of the pads or flow through the pads would occur. The nurse stated that they had filled the reservoir with the pads attached and drained some water from the reservoir in case the system had been over filled. That did not help, and the pads would still not empty and there was still no flow rate. They swapped the patient onto a different device and the pads were emptied straight away and no harm was caused to the patient. Per follow-up information received via ibc on 18nov2021, it was reported that the device would not respond to any troubleshooting and the issue persisted. The device was swapped out for another, and the patient¿s treatment was continued on the new device. Per sample evaluation received on 09jun2022, the root cause of the reported issue was a failed manifold assembly and there was air leaking which produced a low flow rate. The manifold assembly was replaced. The device had a faulty circulation pump, and it was replaced. The device was evaluated upon receipt. They swapped the patient onto a different device and the pads were emptied straight away and no harm was caused to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was used on a patient and the pads would not empty. Nurse requested biomed to do troubleshoot on the device. On investigation of the device there was no visual reason the pads would not empty, attempted to start the device but no priming of the pads or flow through the pads would occur. Nurse stated that they had filled the reservoir with the pads attached and drained some water from the reservoir in case the system had been over filled. That did not help, and the pads would still not empty and there was still no flow rate. They swapped the patient onto a different device and the pads were emptied straight away and no harm was caused to the patient. Per follow-up information received via ibc on 18nov2021, it was reported that the device would not respond to any trouble shooting and the issue persisted. The device was swapped out for another, and the patient¿s treatment was continued on the new device. Per sample evaluation received on 09jun2022, the root cause of the reported issue was a failed manifold assembly and there was air leaking which produced a low flow rate. The manifold assembly was replaced. The device had a faulty circulation pump, and it was replaced. The device was evaluated upon receipt. They swapped the patient onto a different device and the pads were emptied straight away and no harm was caused to the patient.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.